Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; d6b; d9; h3; h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported right side implant exchange due to the patient's concern with the product and rupture. Device remains implanted.

Event description:
Healthcare professional reported right side implant exchange due to the patient's concern with the product and rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. Shell thickness was within specification. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required.